Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, it was noted that the balloon was burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, it was noted that the balloon was burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the 80%-90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. The balloon ruptured upon fifth of sixth inflation at 10 atmospheres for 40-50 seconds.

Manufacturer narrative:
Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 7mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, it was noted that the balloon was burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the 80%-90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. The balloon ruptured upon fifth of sixth inflation at 10 atmospheres for 40-50 seconds.